Event description:
The caller reported that the cuff on the tracheostomy tube would not stay inflated. The tracheostomy tube was removed and the pt was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.